Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented remotely through merlin.net transmission, increase in right ventricular pacing lead impedance and rise in right ventricular threshold since (B)(6) 2017 was observed. Possibility of physiological factors affecting the electrical measurements was discussed. The patient will be monitored more closely.